Manufacturer narrative:
The device has been returned to animas. A evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: patient states due to an alleged pump issue, bg was over 500 mg/dl, with unspecified ketones, and symptoms of chest pain and shortness of breath. Patient was getting over bronchitis and taken to (B)(6) hospital and treated in ICU for dka. Patient given loaner pump due to hcp insistence and will continue pump therapy when replacement arrives. Patient was admitted to ICU and states that pump cleared out all basal programs and setting was set back to "0" with no buttons being touched. Upon troubleshooting with patient, a1 weekday program read "0.00" for total with a 0.00 delivery increment per hour. Advised patient to go into setup menu and enable all 4 basal programs. Following this, patient checked a2, a3, and a4 program with the total being "0.00" for every program. Patient denies pressing any buttons and denies a button keypad issue. Following this, patient was asked to reboot the pump and a time/date reset issue was noted [captured separately] - basal programs retained records of 0.00 for total daily delivery. Upon going into the history menu, all the records read the incorrect date due to time/date reset. Pump was noted today's date of (B)(6) 2016 as (B)(6) 2007. Following this, it appears that basal records have been reading 0.00 since (B)(6) 2016 ((B)(6) 2016) in pump. Prior to this - basal appears to be delivering. Patient was asked again when he was admitted to ICU and he states sun. (B)(6), so it is unlikely hospital staff cleared the basal program settings. Patient continues to deny pressing any buttons and denies any unusual activity that may attribute to this. This complaint is being reported as the patient developed dka, and the pump was not eliminated as a cause/contributor.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the pump was returned with all 4 basal program set to 0.0u/hr. According to all the pump histories including the black box the user had the year incorrectly set to 2007. The bb shows a replace cartridge alarm on 2007-01-20. Two no cartridge detected warnings were recorded on (B)(6) 2007 at 20:29 & 20:30. The ump was exercised for 24hr with a 2.0u/hr basal program. At end of testing the 2.0u/hr basal program remained programmed in the pump with no changes observed. No hypersensitive or stuck keys were observed on the keypad. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Force sensor measured with in specifications. Investigators removed pump cover and force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).